Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a polyflux 170h had a blue spot inside the header part of the dialyzer. When this issue was found, the user replaced the device with a new one, and continued with treatment. There was no patient involvement with the reported event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, two photographs of the sample were provided for evaluation. Visual inspection found that the product was wet and a blue particulate matter was found inside the fluid path. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. As the actual device was not returned, the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.